Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the va lcp plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He slowly inserted and locked the va locking screw though the guiding block in a positioning hole. Reportedly the length of the screw l16 was long in the proximal row, most styloid hole and this was able to be locked. The surgeon changed from l16 to l14 screw and reinserted and locked screws. However, the surgeon could not lock the screw. He confirmed this hole and found the screw went through the hole. He was able to remove the penetrated screw. The surgeon did not remove the plate. The procedure was completed. The surgeon chose fixed mode and used the torque limiter 0.8nm in lock. He did not use power tool. The toque value was checked before shipping and cleared testing. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.